Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message "battery inoperable". This resulted in an ongoing alarm that couldn't be stopped. There was no pt injury reported as a result of this incident.